Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n524118003, serial#:, implanted:, explanted: product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-feb-2017, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient who was receiving gabalon (unknown concentration at 140 mcg/day) via an implantable pump for cerebral palsy. It was reported that when the pump was replaced on (B)(6) 2022, it was difficult to place a catheter behind the pump due to the narrow space. It was suspected that the catheter on the pump side was kinked. On (B)(6) 2022, the variability rate was abnormal because 15 ml of the drug could be drawn during refill. On (B)(6) 2022, worsening spasticity was reported and a catheter contrast examination wastried, but the drug could not be drawn from the catheter, so it was discontinued. It was noted that a catheter x-ray study was done. It was reported that surgical intervention will be performed on (B)(6) 2022. If there was an obvious kink, the catheter should be made into a loose loop. If there was no obvious kink, the catheter will be replaced. It was indicated that the causal relationship to investigational drug was related. It was indicated that the causal relationship to the catheter, pump, and programmer was no. It was indicated that the causal relationship to the procedure was unknown. The outcome of the event was indicated as not recovered.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. It was reported that the event might be caused by the procedure during the pump replacement surgery. It was believed that catheter kinking occurred during pump placement. The patient required hospitalization or prolongation of hospitalization. An abdominal incision was re-incised on (B)(6) 2022. The catheter kink was removed and the wound / surgical incision was closed. The outcome of the event was recovered as of (B)(6) 2022. The device / catheter would not be returned to the manufacturer as it was still in use. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.